Manufacturer narrative:
Image analysis the customer returned one image. The image shows a nanocross device with the distal end of the balloon detached. The detached section is on a guidewire and the device is loaded into a sheath and there is a guidewire in the device. Product analysis the device was returned loaded into a 6fr sheath and with a 0.014¿ guidewire stuck in the device. A visual inspection of the device found that the distal end of the outer shaft stretched and only the proximal end of the balloon attached. The detached distal end of the balloon was stuck on the 0.014¿ guidewire, and both markerbands were present medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A nanocross pta balloon was used to treat the btk (peroneal vessel). A non medtronic inflation device was used. The device was prepped as per the IFU with no issues identified. It was reported the balloon would not deflate at lesion site, had to burst the balloon to try and get it to fully deflate. There was difficulty encountered when removing the balloon following inflation, the distal partof balloon still would not deflate. Tried to remove the balloon thru a 6fr sheath that was in place and it would not pull thru the sheath, the physician had to remove the entire sheath and balloon and was replaced with a 7fr sheath. The physician had to do a small cut down in order to remove the balloon from the patient. The device did not pass through a previously deployed stent. Patient is doing well.